Event description:
It was reported to philips that the heartstart mrx etco2 (end tidal co2) upgrade/calibration expires. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that etco2 (end tidal co2) needed an upgrade/calibration expires. Based on the information available, the customer has declined any additional services, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. We are unable to confirm the final disposition of the device because the customer declined services. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.